Event description:
A customer contacted beckman coulter inc., (bec), and reported that they obtained flagged (undetermined) troponin (accutni) results generated by the access immunoassay system for unknown number of patients. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
While troubleshooting with customer technical support (cts), it was discovered that an accutni reagent pack had not been properly loaded in the designated slot on the reagent storage carousel by the customer. Cts assisted the customer in removing the misplaced reagent pack. Service was not dispatched for this event. Use error is the root cause for this event.